Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The cause of the image failure was found to be due to flooding of the cables. A definitive root cause of the phenomenon cannot be conclusively determined. Since the device is more than 15 years old, the device history record was unable to be reviewed. The manufacturing date was december 4, 2008. Review of device service history record for the past 12 months found no issues or abnormalities that are related to the reported phenomenon. As per instruction for use - IFU manual: chapter 4 usage (warning) - "if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation." Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Event description:
It was reported that the subject device had a poor image quality. The issue occurred during preparation for a therapeutic procedure that was completed using a similar device. There were no patient impact or procedural delay and no reports of patient harm associated with the event.

Manufacturer narrative:
E1- full establishment name: (B)(6) medical center. The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.